Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump. It was reported that the physician initially aspirated what was expected from the reservoir. The healthcare provider (hcp) was able to get 13 ml in the reservoir and then could not get any more in or aspirate anything out. The hcp had tried to fill with a second refill kit. No patient symptom was reported and no further complication was reported. Additional information was provided by the hcp via a device manufacturer representative. It was reported that the cause of unable to fill was not determined. The hcp tried using a second refill kit which did not resolve the issue. The hcp did not try using a smaller syringe filled with medication and apply hard pressure once in refill port to clear obstructions as suggested by tech services. Patient was sent home and instructed to followup as normal for refill and troubleshooting as needed on (B)(6) 2018. The issue was not resolved at the time of the report. No further complication was reported.